Event description:
The patient reported that there was a "broken wire/lead" that was discovered during a routine check. The patient noted that the issue was programmed around. Follow-up with the physician's office did not yield any additional relevant information. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.